Event description:
It was reported that the device failed to halt radiofrequency (rf) delivery. During an ablation procedure with a maestro 4000 controller, the physician stopped pushing on the foot pedal and the generator continued to deliver radiofrequency while the pedal was no longer activated. This malfunction was noticed after a few seconds. The generator was changed and the procedure was completed. No patient complications were reported. The patient was "ok" after the procedure.